Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an air bubble alarm was triggered on the novalung console without air noted in the circuit. The patient had been on extracorporeal membrane oxygenation support for 4 to 5 days when this alarm started to occur during the day shift. Advice on troubleshooting air versus technical failure was provided by the local clinical support specialist. The alarm resolved without intervention on all subsequent shifts. There was no patient serious injury or adverse event resulting. The complaint sample was retained by the user facility and unavailable for product evaluation.